Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system intermittently would not boot. I would get stuck at 00:00. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision pc and returned the system to use in good working order.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed that the system would not startup at 00:00. The fse replaced the flexvision-pc. Analysis of the log file confirmed that the flexvision-pc was malfunctioning. After the replacement of the flexvision-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.